Manufacturer narrative:
Corrected section: "patient ID" redacted. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) insertion in a post op coronary bypass patient, the balloon did not advance through the sheath. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site address - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) insertion in a post op coronary bypass patient, the balloon did not advance through the sheath. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon (iab) insertion in a post op coronary bypass patient, the balloon did not advance through the sheath. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. The sheath was not returned for evaluation. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. Three kinks were also found on the catheter tubing approximately 45cm, 68.3cm and 71.4cm from the iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint# (B)(4).